Manufacturer narrative:
Neither the instrumentation nor the explants were available for evaluation. Imaging provided shows 3 instances of locking cap loosening. Additional information provided that there may have been a traumatic event prior to the discovery of the reported issue. It is possible that this could relate to the issue; however, the exact cause could not be determined.

Event description:
It was reported that a second revision surgery was done for locking caps that came loose post-operatively. The locking caps were revised on (B)(6) 2020 due to loosening post-operatively.